Event description:
Pt was revised to address poly wear and osteolysis.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. The product code and lot code required to search the complaint database were not provided. The investigation could not draw conclusions about the reported event based on the lack of the product to examine and insufficient product info; however, polyethylene wear after approx eighteen yrs implantation should not be unexpected. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.